Event description:
It was reported that the patient faced infusion set tubing came apart at quick release causing leakage event on (B)(6) 2026. The infusion set was in use for two days.

Manufacturer narrative:
Based on the available information, this event is deemed to be a malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.